Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the cii safe experienced discrepancies in medication dispensing counts as a result of a software malfunction. A technical support specialist accessed the pyxis support system and logged into the es application. Further, resent the inventory count message and rebooted the ciisafe to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that a pyxis ciisafe encountered an issue where the medication quantity was incorrectly prompted while dispnesing a medication, which hindered users from accessing the medication. The customer confirmed that there was no delay in patient care or harm to the patient. There were no adverse events or injuries reported based on this event.